Event description:
This case is cross referred with the cases (B)(4). (Cluster). This unsolicited case from united states was received on (B)(6) 2017 from a health care professional (physicians assistant). This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency had discomfort and after 3 days knee was very swollen and painful. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication and concurrent condition was provided. Patient had received other unspecified injections prior to synvisc. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in left knee for osteoarthritis. On (B)(6) 2017, 3 days after the injection, patient's knee was very swollen, painful, and had to start using her walker again. On an unknown date in (B)(6) 2017, after unknown latency, patient was still having discomfort, and was taking ibuprofen (advil) three times a day. On (B)(6) 2017, patient received cortisone. Corrective treatment: cortisone and ibuprofen for discomfort and painful, cortisone for knee was very swollen outcome: unknown for discomfort, knee was very swollen and painful an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all the events pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a female patient who received synvisc one injection in left knee from recalled lot and later her knee was very swollen, painful and had discomfort. Based upon the company investigation, the causal role of the product cannot be denied with the occurrence of events. Furthermore, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a health care professional (physicians assistant). This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had discomfort and after 3 days knee was very swollen and painful. Also device malfunction was identified for the reported lot number. Patient's medical history included high blood pressure, asthma, arthritis and osteoarthritis. Patient's concomitant medications included losartan potassium, salbutamol sulfate (proair hfa), fluticasone propionate, fish oil, ergocalciferol (vitamin d), calcium and beclometasone dipropionate (qvar). No concurrent condition was provided. Patient had received other unspecified injections prior to synvisc. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in left knee for osteoarthritis. On (B)(6) 2017, 3 days after the injection, patient's knee was very swollen, painful, and had to start using her walker again. On an unknown date in (B)(6) 2017, after unknown latency, patient was still having discomfort, and was taking ibuprofen (advil) three times a day. On (B)(6) 2017, tests were performed for c-reactive protein, complete blood count and sedimentation rate for which the results were unknown. On (B)(6) 2017, patient received cortisone. On (B)(6) 2017, patient recovered from the events of knee was very swollen and painful. Corrective treatment: cortisone and ibuprofen for discomfort and painful, cortisone for knee was very swollen outcome: unknown for device malfunction and discomfort; recovered/resolved for knee was very swollen and painful a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all the events additional information was received on 11-jan-2018. Global ptc number was added. Additional information was received on 20-feb-2018 from the patient. Patient's medical history and concomitant medications were added. Increased pain was added as symptom associated with the event of painful and increased swelling was added as symptom associated with the event of knee was very swollen. Outcome for the events of painful and knee was very swollen was updated from unknown to recovered. Pharmacovigilance comment: sanofi company comment dated 20-feb-2018:the follow up information recieved does not change the previous case assessment. This case concerns a female patient who received synvisc one injection in left knee from recalled lot and later her knee was very swollen, painful and had discomfort. Based upon the company investigation, the causal role of the product cannot be denied with the occurrence of events. Furthermore, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case